Event description:
It was reported that the device will not operate on ac power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). A physio-control field service representative contacted the customer to schedule the device evaluation; however, service was declined due to repair cost. The customer indicate that the unit has been removed from service and will not be used. The customer also stated that another device has been placed into service to replace the failed one. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.